Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Pending repair completion.

Event description:
The customer reported the ventilator alarmed and displayed battery failed message. The customer reported the device was in use on patient, but no patient harm reported.

Manufacturer narrative:
The unit is out of warranty and the customer refused service on this unit. Therefore no further service is performed on this vent.